Event description:
It was reported that a patient underwent an alternative incontinence therapy after previous unknown sling incontinence device implantation. The information received indicates this patient experienced "sling was eroded though the urethra". No further patient complications have been reported in relation to this event.